Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and meningioma ("meningioma") in a 51-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, hypertension and hyperparathyroidism. Concomitant products included calcium, ergocalciferol (vitamin d2), estradiol (estrace vaginal) from (B)(6) 2017 to (B)(6) 2018, hydrochlorothiazide (hctz), hydrochlorothiazide since (B)(6) 2017, procaterol hydrochloride (pro-air) since (B)(6) 2017 and triamterene (triamtene). On (B)(6) 2008, the patient had essure inserted. In 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), alopecia ("hair loss"), hot flush ("hormonal changes describe: describe: hot flashes"), pruritus ("itching"), rash ("rash on stomach area after placement"), fibromyalgia ("fibromyalgia"), feeling abnormal ("neurological conditions or problems type: memory fog"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vitreous floaters ("right eye floaters"), fatigue ("fatigue"), dyspepsia ("heartburn"), arthralgia ("joint pain / hip joints") and myalgia ("muscular pain") and was found to have weight increased ("weight gain loss specify which one: weight gain"). In december 2015, the patient was found to have meningioma (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), inflammation ("autoimmune disorder type of disorder: inflammation"), hypoaesthesia ("numbness"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), constipation ("constipation"), musculoskeletal pain ("shoulder pain") and pain in extremity ("hands pain"). The patient was treated with surgery (had surgery to remove the essure implant, hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, meningioma, infection, depression, anxiety, inflammation, alopecia, hot flush, fibromyalgia, hypoaesthesia, bladder disorder, urinary tract disorder, migraine, headache, feeling abnormal, allergy to metals, dyspareunia, vaginal discharge, vitreous floaters, fatigue, weight increased, constipation, dyspepsia, arthralgia, myalgia, musculoskeletal pain and pain in extremity outcome was unknown and the pruritus and rash was resolving. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, bladder disorder, constipation, depression, dyspareunia, dyspepsia, fatigue, feeling abnormal, fibromyalgia, headache, hot flush, hypoaesthesia, infection, inflammation, meningioma, migraine, musculoskeletal pain, myalgia, pain in extremity, pelvic pain, pruritus, rash, urinary tract disorder, vaginal discharge, vitreous floaters and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-dec-2018: events added from pfs- hair loss, hot flashes, itching, numbness, fibromyalgia, rash on stomach area after placement, bladder or urinary problems or changes, migraines / headaches, neurological memory fog, nickel allergy, dyspareunia (painful sexual intercourse), meningioma, vaginal discharge, right eye floaters, fatigue, weight gain, heartburn, constipation, joint pain / hip joints, shoulder pain, muscular pain and hands pain. Event deleted- autoimmune issues. Date of insertion update from (B)(6) 2008 to (B)(6) 2008. Onset date of event anxiety, depression were updated. Lab data and concomitant drug added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and meningioma ('meningioma') in a 51-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal pain, cystocele and menopause. Surgical pathology report final diagnosis: uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: unremarkable cervix. Inactive pattern endometrium. Myometrium with focal adenomyosis and leiomyoma, 0.4 cm. Unremarkable serosa. Unremarkable bilateral fallopian tubes. Negative for dysplasia, hyperplasia and malignancy. Concurrent conditions included asthma, hypertension, hyperparathyroidism, parathyroid adenoma, urinary incontinence, urgency urination, nocturia, post coital pain, dyspnea, abdominal pain, insomnia, muscle weakness, uterovaginal prolapse, rectocele, enterocele, stress incontinence, adenomyosis, leiomyoma nos and overweight. Concomitant products included calcium, ergocalciferol (vitamin d2), estradiol (estrace vaginal) from (B)(6) 2017 to (B)(6) 2018, hydrochlorothiazide (hctz), hydrochlorothiazide since february 2017, hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), paracetamol (tylenol 8 hour), procaterol hydrochloride (pro-air) since (B)(6) 2017 and triamterene (triamtene). On (B)(6) 2008, the patient had essure inserted. In 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), alopecia ("hair loss"), hot flush ("hormonal changes describe: describe: hot flashes"), pruritus ("itching"), rash ("rash on stomach area after placement"), fibromyalgia ("fibromyalgia"), feeling abnormal ("neurological conditions or problems type: memory fog"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vitreous floaters ("right eye floaters"), fatigue ("fatigue"), dyspepsia ("heartburn"), arthralgia ("joint pain / hip joints") and myalgia ("muscular pain") and was found to have weight increased ("weight gain loss specify which one: weight gain"). In (B)(6) 2015, the patient was found to have meningioma (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), inflammation ("autoimmune disorder type of disorder: inflammation"), hypoaesthesia ("numbness"), stress urinary incontinence ("bladder or urinary problems or changes: genuine stress urinary incontinence"), migraine ("migraines"), headache ("headaches"), constipation ("constipation"), musculoskeletal pain ("shoulder pain") and pain in extremity ("hands pain"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, meningioma, infection, depression, anxiety, inflammation, alopecia, hot flush, fibromyalgia, hypoaesthesia, stress urinary incontinence, migraine, headache, feeling abnormal, allergy to metals, dyspareunia, vaginal discharge, vitreous floaters, fatigue, weight increased, constipation, dyspepsia, arthralgia, myalgia, musculoskeletal pain and pain in extremity outcome was unknown and the pruritus and rash was resolving. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, constipation, depression, dyspareunia, dyspepsia, fatigue, feeling abnormal, fibromyalgia, headache, hot flush, hypoaesthesia, infection, inflammation, meningioma, migraine, musculoskeletal pain, myalgia, pain in extremity, pelvic pain, pruritus, rash, stress urinary incontinence, vaginal discharge, vitreous floaters and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones confirmed in patient¿s medical records: fibromyalgia, anxiety, depression, weight increased, fatigue, dyspepsia, constipation, hypoaesthesia, headache, dyspareunia, meningioma most recent follow-up information incorporated above includes: on 10-oct-2019: pfs received. Reporter's information was added. Updated event bladder or urinary problems or changes to genuine stress urinary incontinence. Concomitant conditions were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and meningioma ('meningioma') in a 51-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal pain, cystocele, menopause and parity 2. Surgical pathology report final diagnosis uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: - unremarkable cervix. - inactive pattern endometrium. - myometrium with focal adenomyosis and leiomyoma, 0.4 cm. - unremarkable serosa. - unremarkable bilateral fallopian tubes. - negative for dysplasia, hyperplasia and malignancy. Concurrent conditions included asthma, hypertension, hyperparathyroidism, parathyroid adenoma, urinary incontinence, urgency urination, nocturia, post coital pain, dyspnea, abdominal pain, insomnia, muscle weakness, uterovaginal prolapse, rectocele, enterocele, stress incontinence, adenomyosis, leiomyoma nos and overweight. Concomitant products included calcium, ergocalciferol (vitamin d2), estradiol (estrace vaginal) from (B)(6) 2017 to (B)(6) 2018, hydrochlorothiazide (hctz), hydrochlorothiazide since (B)(6) 2017, hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), paracetamol (tylenol 8 hour), procaterol hydrochloride (pro-air) since (B)(6) 2017 and triamterene (triamtene). On (B)(6) 2008, the patient had essure inserted. In 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), alopecia ("hair loss"), hot flush ("hormonal changes describe: describe: hot flashes"), pruritus ("itching"), rash ("rash on stomach area after placement"), fibromyalgia ("fibromyalgia"), feeling abnormal ("neurological conditions or problems type: memory fog"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vitreous floaters ("right eye floaters"), fatigue ("fatigue"), dyspepsia ("heartburn"), arthralgia ("joint pain / hip joints") and myalgia ("muscular pain") and was found to have weight increased ("weight gain loss specify which one: weight gain"). In (B)(6) 2015, the patient was found to have meningioma (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infections/bladder infection"), inflammation ("autoimmune disorder type of disorder: inflammation"), hypoaesthesia ("numbness/ numb toes"), stress urinary incontinence ("bladder or urinary problems or changes: genuine stress urinary incontinence"), migraine ("migraines"), headache ("headaches"), constipation ("constipation"), musculoskeletal pain ("shoulder pain"), pain in extremity ("hands pain"), polyarthritis ("arthritis in my joints"), muscle spasms ("spasm"), discomfort ("feeling uncomfortable") and thyroid disorder ("thyroid"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, meningioma, cystitis, depression, anxiety, inflammation, alopecia, hot flush, fibromyalgia, hypoaesthesia, stress urinary incontinence, migraine, headache, feeling abnormal, allergy to metals, dyspareunia, vaginal discharge, vitreous floaters, fatigue, weight increased, constipation, dyspepsia, arthralgia, myalgia, musculoskeletal pain, pain in extremity, polyarthritis, muscle spasms, discomfort and thyroid disorder outcome was unknown and the pruritus and rash was resolving. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, constipation, cystitis, depression, discomfort, dyspareunia, dyspepsia, fatigue, feeling abnormal, fibromyalgia, headache, hot flush, hypoaesthesia, inflammation, meningioma, migraine, muscle spasms, musculoskeletal pain, myalgia, pain in extremity, pelvic pain, polyarthritis, pruritus, rash, stress urinary incontinence, thyroid disorder, vaginal discharge, vitreous floaters and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones confirmed in patient¿s medical records: fibromyalgia, anxiety, depression, weight increased, fatigue, dyspepsia, constipation, hypoaesthesia, headache, dyspareunia, meningioma. Most recent follow-up information incorporated above includes: on 19-nov-2019: pfs received. New events added: arthritis in my joints, spasm, feeling uncomfortable, thyroid. Previously added event infections was updated to bladder infection. Concomitant condition, medical history, reporters were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), infection ("infections"), depression ("depression"), anxiety ("anxiety") and inflammation ("inflammation"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, infection, depression, anxiety and inflammation outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, infection, inflammation and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.